Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module died during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3,h6 and h10: the device was received for evaluation. During functional testing, battery died was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an failed battery cell. The battery cell requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.